Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a diagonal tear in the balloon, approximately 4 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon lost pressure during pull back. Manual pressure was held for less than 30 minutes. The patient was noted to be fine. No further information is available.